Manufacturer narrative:
Date sent to the FDA: 12/17/2007. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusions can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported, that a pt developed a recurrent hernia within 24 hours of a previous repair. The pt was returned to surgery for repair. Surgeon reports observing small tears along the edge of the mesh.